Event description:
Area where the power cord adapter attaches to the pump became burned and filled the pt's room with smoke. The pt was removed from the room and no injury occurred. The infusion pump was removed from pt use.